Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. However, unit received with corroded battery tube. Unit was monitored and no blank display anomalies were noted. Unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force system resistor. Unit received with corroded electronic assemblies. Unit received with back light functioning properly. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.